Manufacturer narrative:
The clinic had to delay patient treatment due to low flow (3.2 gpm) following a low/high membrane cleaning and disinfect. Sdi and toc tests were completed with no abnormal results. Water softener is reported to be working correctly with twice daily testing. 58 patients had treatment delayed and the clinic confirmed there were no medical consequences related to the delay. There were no reports of patient illness or injury as a result of this incident. This complaint will continue to be maintained within mar cor purification's complaint system.

Event description:
Customer has reported lower flow rates and increased cleaning frequency after installing new reverse osmosis membranes in their central water system. The low flow resulted in the need delay patient treatment while waiting for di tanks to be delivered.